Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening) inflammatory response, kidney disease/toxicity, lung disease and reduced cardiopulmonary reserve from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening) inflammatory response, kidney disease/toxicity, lung disease and reduced cardiopulmonary reserve from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the product investigation laboratory (pil) for evaluation, and pil was unable to confirm the complaint. During evaluation pil observed that the interior and exterior of the ventilator had numerous areas of contamination and physical damage. The vent was bench tested which showed the run in time, clock setting, the internal battery build date, two aecm steps and the o2 low flow step failed testing specs. The vent was taken apart. The vent¿s internal foam was black, indicating it was not remediated. The black foam was intact.